Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please provide details bilateral breast reductions what date did the reaction occur on ? Reaction occurred twelve days post-operatively. What does the reaction look like and how large of an area does the reaction cover? Appears end of scar medially (i.e. Between breasts) and end of scar laterally, not over nipples or scars between nipple and intramammary fold. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Tape removed on day of reaction occurring, oral antihistamines and oral prednisone. What is the most current patient status? Patient well healed with no ongoing adverse affects. Can you identify the product code and lot number of the product that was used? I don¿t believe so. Is the device available to be returned for evaluation? No. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a bilateral breast reduction on (B)(6) 2022 and topical skin adhesive was used. Reaction occurred twelve days post-operatively. It appears end of scar medially (i.e. Between breasts) and end of scar laterally, not over nipples or scars between nipple and intramammary fold. Tape removed on day of reaction occurring, oral antihistamines and oral prednisone prescribed. Patient well healed with no ongoing adverse affects. Additional information has been requested.